Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "stop of irrigation during surgery" (inability to irrigate). The surgeon reported that he regularly experiences a stop of irrigation during surgery. Additional information received from the surgeon stated, he noted iris fluctuation. The lens fragments are not aspirated well. No further information on the event or patient status is expected. No patient injury was reported.